Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that a patient had telemetry issues and a "dead" battery. It was reported that the patient's settings were: case +, 1-, 2-, pulse width 180, rate 180, and the voltage was 3.5v. It had been like that "for about a year". As of (B)(6) 2013 the "use was 99 use hours, 470 and lifetime hours 7,704". It was not clear what that meant. The impedance values were within normal limits and no problems were detected. It was noted that the patient went into the doctor's office on (B)(6) 2013 with a dead battery. The patient was implanted on (B)(6) 2012. The patient had high pulse width for dystonia, but necessarily a high voltage. It was stated that "this seems like a short battery life". The reporter indicated that a replacement procedure was going to be performed.